Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. The patient's date of birth was unknown, however, it was reported the patient was born in 1964.

Event description:
It was reported a patient experienced and was hospitalized for 11 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Pd therapy was ongoing. The patient began treatment with cefazoline 1gm intraperitoneally (ip) twice daily and gentamycin (40mg unit dose) 80mg daily. The patient recovered from the peritonitis. No additional information is available.